Event description:
It was reported that variable rv lead impedances were observed. X-ray revealed that the lead perforated the heart wall. The lead was extracted and replaced.

Manufacturer narrative:
Na